Event description:
It was reported that while using the unit to test disposable hand pieces, there was difficulty connecting the disposable hand piece to the motor drive unit. The drive cable would not stay locked to the drive motor. This event was not during a surgical case, and no adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 01/14/2009. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form.